Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a dependant patient experienced muscle stimulation. The right ventricular lead was dislodged and exhibited a loss of capture. Reprogramming the lead was unsuccessful. The lead was explanted and replaced.